Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded a new cartridge to address the issue. Additionally, it was reported that resistance was experienced during the fill process. The customer ultimately successfully filled and loaded the cartridge onto the pump. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined troubleshooting with tandem technical support and continued to use the pump for insulin therapy. Customer's blood glucose was 150 mg/dl.